Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the physician encountered difficulty slitting the sheath. It was noted that a "blue small round piece in the white hub" was getting stuck and not slitting appropriately. The delivery catheter was attempted/ not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The shaft on the hub of the delivery catheter was spiral slit. The catheter shaft was torn. The shaft of the delivery catheter was spiral slit. The peeling/slitting/splitting was not slit on the center of hub of the delivery catheter. The septum detached from the hub of the delivery catheter. The septum of the catheter was damaged. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned without the slitter. Slitting did not start on the centerline of the delivery catheter. Slitting had restarted again at the proximal end of the delivery catheter not on the centerline of the delivery catheter. There was chatter (tears) on the shaft of the delivery catheter. Slitting had terminated at 14.5 cm and then restarted. The septum of the delivery catheter was damaged. The bond on the septum had released and is present within the hub of the delivery catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.